Event description:
During product evaluation by a baxter service technician, an infusor pump was found to be missing a washer and nut from its battery door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the missing a washer and nut on the battery door is unknown. No repairs were made to correct the reported condition as the device was returned unrepaired due to a lack of customer response concerning device trade in. If any additional information is received, a follow up MDR will be sent.